Event description:
It was reported that, during an ukr surgery, the snaplock nut on the handpiece is broken. The surgery was converted to manual technique. The patient outcome is unknown. The results of investigation indicate that the snaplock nut was broken, which is a reportable malfunction.

Manufacturer narrative:
H10: h3, h6: the navio handpiece, used in treatment, was return for evaluation. The navio handpiece had a broken snap lock nut during a procedure on (B)(6) 2018. The initial visual/functional investigation confirmed the reported event. A device history record review found no conditions which could contribute to the reported event and the device met all specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system for unicondylar knee replacement and patellofemoral arthroplasty user's manual released at the time of the complaint provides no information regarding the broken snap lock nut. This failure is captured in the navio risk profile. The root cause of this issue was found to be due to mechanical component failure.